Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 8f sheath hole prior to an electrophysiology (ep) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred on three prostyle devices. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to 9f, and the procedure was completed. After the procedure, the two pre-placed sutures were unable to achieve hemostasis. Manual compression and a femostop were used to achieve hemostasis and result in prolonged hospitalization. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are being filed under separate medwatch reports.